Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on june 07, 2023.

Manufacturer narrative:
This report is submitted on april 13,2023

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 and the patient was re-implanted with another cochlear device during the same surgery.